Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Insulin flow blocked alarms on the insulin pump. Advised the insulin pump will need to be replaced. Advised customer refer to back-up plan. The product will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case.